Manufacturer narrative:
On september 4 2018 haemonetic was notified of a nexsys pcs device which had a visible spark observed on one of the circuit boards within the device. The customer's on-site technician observed this during the machine inspection, there was no donor/patient involvement at the time of this incident. No injuries resulted from the failure of the circuit board. Haemonetics has sent a replacement circuit board to be installed by the customer's on-site technician. The on-site technician will perform the repairs and any necessary calibrations prior to returning the unit to service. As of october 3 2018, the defective circuit board has not yet been returned to haemonetics for further evaluation, it has not been possible to confirm the complaint or determine a root cause for this failure. A follow up report will be submitted once additional information is available.

Event description:
On september 4 2018 haemonetics was notified of a visible spark coming off of one of the subcomponents within the nexsys pcs device. This was reported to have been observed during device inspection, prior to a donor being introduced to the system. There was no donor involvement with this incident. The customer's on-site technician was not injured due to the visible spark observed.